Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. After the placement of the impella device, antegrade perfusion through the impella limb was observed. During support, the patient experienced a sudden decrease in peripheral arterial oxygen saturation. Albumin was administered to maintain vascular volume, and fresh frozen plasma was provided to support deteriorating coagulation. Sepsis was reported to be increasing, as indicated by elevated c-reactive protein levels. Additionally, the ischemic limb showed further deterioration due to antegrade reperfusion with suspected compartment syndrome. Surgical intervention was deemed unfeasible given the patient¿s condition. Subsequently, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.